Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately three years post initial tka, this (B)(6) male patient experienced ongoing worsening progressively, pain anteriorly and laterally right knee. Patient had significant swelling and warmth, worsens with activity and limiting knee extension. Patient started restricting hobbies such as distance walking as mobility has reduced. Patient was advised ice/elevation for pain relief and nsaids event is resolved. Clinical study case report form indicates this event is definitely related to the device and possibly related to the procedure.

Manufacturer narrative:
(H3) as reported by the exactech knee replacement study, approximately three years post initial tka for osteoarthritis, this 75 y/o overweight male patient experienced ongoing worsening progressively, pain anteriorly and laterally right knee. Patient had significant swelling and warmth, worsens with activity and limiting knee extension. Patient started restricting hobbies such as distance walking as mobility has reduced. Patient was advised ice/elevation for pain relief and nsaids event is resolved. Clinical study case report form indicates this event is definitely related to the device and possibly related to the procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.